Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "beeping says "close door", but won't shut off" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was scheduled with an on-site service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed close door but would not shut off in the biomedical service department. There was no patient involvement. No additional information is available.